Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2016-00475. It was reported the patient underwent a permanent implant procedure on (B)(6) 2016. During the procedure, the doctor was unable to implant the leads intended for use due to scar tissue being present. As a result, the doctor decided to implant an ipg with plans to implant a single/different lead on a later date.